Manufacturer narrative:
Multiple attempts have been made on 27oct2025, 09nov2025, and 20nov2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a proximal pressure sensor autozero failed error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a proximal pressure sensor autozero failed error occurred. The remote service engineer (rse) provided the customer with the part numbers of the replacement solenoid valve, data acquisition (da) printed circuit board assembly (pcba), and da pcba to motor controller (mc) pcba cable for repair. Device evaluation and repair are pending, and this investigation is ongoing.